Event description:
A peritoneal dialysis pt has reported that she was unable to push in the blue stay safe pin when disconnecting to re-set up during treatment. Pt was not able to cap here catheter line after not being able to push the pin in. Pt stated that she went to the hospital after wrapping in sterile gauze and cutting away tubing. Catheter extension was replaced. Prophylactic antibiotics were administered as a precaution which pt believes caused a reaction in her stomach. The catheter is not a fresenius product but the involvement of the fresenius device can not be ruled out as a contributor to the reaction. Pt's effluent has remained clear. Sample has not been returned to the manufacturer.

Manufacturer narrative:
Medical records will be requested by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations.